Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Z6ms transducer produces the usacquisitionhw_40 error. The investigation is in process